Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (2 gm, frequency and duration not reported), ip injection of gentamicin (20 mg, frequency and duration not reported) and an additional unspecified medication for the peritonitis. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. On an unknown date, the patient was discharged from the hospital. No additional information is available.